Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Both atrial and ventricular leads had been dislodged, so a procedure to reposition the leads was performed. It is thought that because the patient was overweight, the leads were pulled downwards causing lead dislodgement. Should additional information be received, this file will be updated.